Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a temperature sensing foley fail on the patient. After the foley catheter was placed on the patient, the temperature reading did not capture the correct temperature. Per additional information received via mail on 30jan2024, a second foley was used, and again, the same issue occurred. The two foleys had the same lot numbers. We have pulled all the foleys from that lot. I have 15 each unopened foleys in my office, including 1 soiled/contaminated foley for collection/inspection. Per sample form received on 28feb2024, it was reported that the patient temperature did not bad actually. Stated that had to be removed and replaced with working product. Temperature reading was 18 degrees, but actual bladder temperature was 35 degrees.

Event description:
It was reported that they had a temperature sensing foley fail on the patient. After the foley catheter was placed on the patient, the temperature reading did not capture the correct temperature. Per additional information received via mail on (B)(6) 2024, a second foley was used, and again, the same issue occurred. The two foleys had the same lot numbers. We have pulled all the foleys from that lot. I have 15 each unopened foleys in my office, including 1 soiled/contaminated foley for collection/inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.